Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Through review of the article "the hospital results and 1-year outcomes of transcatheter aortic valve-in-valve procedures and transcatheter aortic valve implantations in the native valves: the results from the swiss-tavi registry" by author enrico ferrari et al., the following valve-in-valve events were identified as pertaining to the following edwards surgical valves. Between february 2011 and december 2016, 157 consecutive patients underwent tavi valve-in-valve procedures in degenerated bioprosthetic valves leading to stenosis and/or regurgitation. Valve-in-valve patients were 78 +/- 9.1 years of age. The implant durations were 9.2 +/- 4.6 years. 20 patients were noted to have carpentier-edwards valves.